Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose level (bg) was 400mg/dl; past bg levels were not provided. As the customer was not receiving an occlusion alarm during the report, no troubleshooting could be performed.